Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat and abdominal aortic aneurysm. The patient returned for a follow-up approximately 3 years post index procedure, where CT showed a potential endoleak in the proximal portion of the graft. The patient is currently being monitored and there are no plans for re-intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be unknown/undetermined due to the lack of relevant medical records and imaging surrounding the event. There were no procedure related harms identified. The patient status was reported as being monitored and there have been no further reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.